Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Troubleshoot was performed. Customer cannot recall their blood glucose reading. Customer troubleshooting was performed. The customer said alarm reoccurred after changing battery in the insulin pump. Customer was advised to continue using the insulin pump until replacement arrived. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unexpected alarm after battery change due to broken solder joint. Pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.